Manufacturer narrative:
The affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was a keypad failure. No patient involvement was noted.